Manufacturer narrative:
Device analysis:cylinder aneurysm was reported. The ams700 cylinders were visually inspected and functionally tested. No leak was found. One cylinder performed within specifications. The other cylinder had a bulge when inflated and broken fabric threads at a fold. Based on the product analysis, the identified bulge confirms the reported cylinder aneurysm, the allegation of friction leading to cylinder dilation cannot be confirmed. The investigation conclusion code of cause traced to component failure was chosen because the reported allegations could be traced to a component failure identified during product analysis. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient experienced ballooning (aneurysm) with an inflatable penile prosthesis (ipp). The ipp cylinder was explanted and a new ipp cylinder was implanted. Additional information was reported that the friction between tissue and cylinder surface produced hat resulting in the cylinder becoming dilated due to the heat causing inflation issues.

Event description:
It was reported that the patient experienced ballooning (aneurysm) with an inflatable penile prosthesis (ipp). The ipp cylinder was explanted and a new ipp cylinder was implanted. Additional information was reported that the friction between tissue and cylinder surface produced hat resulting in the cylinder becoming dilated due to the heat causing inflation issues.